Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was infected with puss coming out. The patient consulted the doctor online, who prescribed antibiotics (flucloxacillin 500 mg) to be taken 4 times a day for a week.